Event description:
It was reported that the pump alarmed continuously. Pump gave no error message; batteries changed and restarted several times. There was unknown patient involvement reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be missing. Functional testing was able to duplicate the reported problem. It was determined that the downstream occlusion defect was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.